Event description:
Procedure: lap ventral hernia repair. According to the reporter: on the 19th of april the doctor performed a lap ventral hernia on a patient with our tpco15f mesh and absorbatack, it carried out well. On the 21st, the patient reported pain at the surgical site and the next day doctor found that there was swelling as well, thinking it to be a seroma. The surgeon tried to aspirate but found fecal matter. Immediately the patient was taken to the or, and after a laparotomy the surgeon found that the mesh from the lower side had fallen down and the bowel had protruded from that side. The surgeon told us that out of 20 tacks, 4-5 tacks from that region had fallen down and adjoining 2-3 tacks were loosely fixed and fell when he touched them. He also found that the mesh was pierced by tacks at 2 points. He sutured the entire mesh and then washed the mesh a couple of times to prevent chances of infection. The patient is on high antibiotics.

Manufacturer narrative:
(B) (4). (B) (4).